Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
The cordis clinical study registry reported that a patient underwent a target vessel balloon angioplasty for stent struts that were ticking out five weeks after the cypher stent was implanted in the first diagonal coronary artery. Indication for the in index procedure was unstable angina. The first stent, 3.0 x 18mm cypher was implanted at 16 atms in the mid left anterior descending coronary artery described as 3.25 x 17 mm long, de novo, concentric with a type b1 classification and 80% stenosis. The stent did not extend to the ostium. It was predilated with a 2.5 x 15mm unknown balloon at 12 atms and was post dilated with 3.5 x 9mm unknown balloon at 18 atms with satisfactory results. The next stent, a 2.5 x 13mm cypher was implanted at 16 atms in the first diagonal described as 2.5 x 12mm long, de novo, angulated greater than 45 greater degrees, but less than 90 degrees with a type b2 classification and a 80% stenosis. The vessel was predilated with an unknown 2.5 x15mm long unknown balloon at 17 atms and was post dilated at 2.5 x 15mm long unknown balloon at 16 atms with satisfactory results. There were no reports of residual stenosis. Five weeks later the patient underwent a target lesion balloon angioplasty for stents struts that were sticking from the stent in the first diagonal. There was no new stent implantation. Anginal was also reported at one-month and six-month follow-ups.